Manufacturer narrative:
B3 date of event is estimated. The issue was resolved through troubleshooting, therefore no devices were returned for evaluation.

Event description:
It was reported that the patient was unable to see the flow setting on their units lcd screen. Troubleshooting was completed and the screen issue was fixed, however it was noted that their flow setting was higher than normal. The patient's caregiver reduced the setting to their normal levels, however the patient had already been receiving too much oxygen. As a result, the patient was hospitalized. They were discharged after 5 days. Since the issue was resolved through troubleshooting with the original device, no replacements were sent.